Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted a sudden increase in impedance measurements resulting in high, out of range pacing and shock impedance measurements. While the device positioning seemed slightly lower than the initial implant, the connection was tested and found to be appropriate. The rv lead was then tested and noise was noted. An inappropriate shock was also noted. As a result, the rv lead was removed and replaced. No additional adverse patient effects were reported.